Event description:
During an endoscopic retrograde cholangio-pancreatography (ercp), a device was introduced into the scope and at the time it was bowed, the wire snapped and needed to be removed and replaced.